Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was oversensing and exhibiting rising thresholds. The lead was explanted and replaced. The right ventricular (rv) lead was also explanted and replaced as it was exhibiting rising thresholds and a decrease in sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.